Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0321244 for plunger rod damaged. This is the 1st related complaint for plunger rod damaged on lot # 0321244. A review of the device history record was completed for batch# 0321244. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200920430] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a molding defect with no sharp protrusions that would affect device functionality. The following information was provided by the initial reporter: material no: 328468. Batch no: 0321244. Bad needles. End of plunger not completely formed. Plunger incomplete, red.